Event description:
Consumer stated a piece of the applicator broke off and remained inside of her. The consumer indicated that she used a tampon over a month ago during her period. She continued to experience some cramping for about two weeks after her period. Several weeks later her boyfriend discovered the petal inside of her. She was able to remove it completely. She is planning to visit her doctor to ensure there are no remaining pieces.

Manufacturer narrative:
Device history record in review. Information from this incident will be included in our product complaint and MDR trend analysis. Consumer had not returned unused product for evaluation at the time of this report.